Event description:
It was reported that the customer experienced a low blood glucose (bg) of 34 mg/dl. Customer was in a wheelchair at the time of the event; customer fell out of the chair which resulted in broken ribs as well as hitting their head on the floor. Customer's spouse helped customer back in the chair. Customer did not seek medical assistance and planned on self-treating the broken ribs. Customer consumed carbohydrates to address low bg. Cause of low bg was not known. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Pump data logs were reviewed on february 20, 2024 by tandem quality engineer. The logs were reviewed for august 13, 2023. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. A total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event are included below. The cause of the low blood glucose could not be determined based on the review conducted.